Event description:
It was reported that the cs300, ECG waveform not input externally. When an electrocardiogram signal was input into the external input unit in preparation for starting treatment, the waveform was not input. Healthcare professional trying to change cables and did not improve the situation, so they switched to another machine and started treatment. The switch itself only took a few minutes, and as it was during preparation for starting treatment, there was no delay in treatment. No harm or injury to the patient was reported. There was no patient involved

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11 , e1 ( event site email ) corrected field : b3 , b5 , b6 , b7 , d10 , h6 ( health effect ¿ impact codes ) a getinge field service engineer (fse) subsequently inspected the affected unit but was unable to reproduce the reported issue. Based on the hospital¿s verification and assessment, the issue may be attributable to a faulty external input section or a malfunctioning internal circuit board. The cs300 is an end-of-service product and is no longer eligible for repair.

Event description:
It was reported that the cs300, ECG waveform not input externally. When an electrocardiogram signal was input into the external input unit in preparation for starting treatment, the waveform was not input. Healthcare professional trying to change cables and did not improve the situation, so they switched to another machine and started treatment. The switch itself only took a few minutes, and as it was during preparation for starting treatment, there was no delay in treatment. No harm or injury to the patient was reported.

Manufacturer narrative:
E1: (B)(6). A supplemental report will be submitted upon completion of our investigation.